Event description:
It was reported that an asymptomatic patient presented in clinic for a normal follow up. Externalized conductors were observed via diagnostic imaging. A decrease in pacing lead impedance and a variation in threshold was noted, but both were still within normal range. Lead remains implanted and patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.